Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the single board computer (sbc). The sbc was replaced and the system functionally tested. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was shutting down and the screen went black. No pt injury was reported.